Event description:
The feeding pump shuts off during use, no alarm sounded. A/c power was connected. All programming info is lost (amount given etc...), and needs to be reset. It reoccurs after several seconds. Potential for feeding tube blockage if not caught in time.